Manufacturer narrative:
Information was not provided regarding whether the screw would be explanted. Minimal information was provided by the reporter and attempts to acquire further information via follow up were unsuccessful. Possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly or fracture of implant and components.

Event description:
A surgeon reported that an unspecified mariner screw broke at the neck of the screw post-op. There were no details provided in respect to the length of time that passed between the index surgery and the discovery of the broken screw.